Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4, corrected: e4, g1 (manufacturing site name), h8. H3, h6: photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that there were no damage or defect with the va lockscr ã¸2.7 he 2.4 self-tap l10 tan. The investigation did not identified sufficient information to confirm the reported event. Per the va locking anterior patella plate 2.7 surgical technique range of plates to address different fracture patterns as per approved indication and different patient anatomy. Plates are bendable, contourable and cuttable. Windows can be used to attach soft tissue with suture. Variable angle (va) locking holes enable up to 15° of screw angulation. Screw holes accept 2.4 mm* and 2.7 mm va locking, and cortex screws. Available in titanium and stainless steel. 9. Screw insertion in most complex fractures, it is important to place a distal pole screw from the distal pole to the proximal pole first. Depending on the fracture pattern, this screw should be inserted in the middle of the distal pole, where the inferior plate leg is positioned as shown. A variable angle locking screw may be used, or, if compression is desired (between the plate and bone or inter fragmentary), a cortex screw may be used. Using the appropriate instruments, drill pilot holes for cortex and variable angle locking screws and perform screw insertion. 1. Variable angle locking screw with pole technique. Warning: to achieve the lowest profile construct, do not use cortex screws for anterior to posterior screw fixation. Precaution: the sequence of screw insertion is important to note when using polar and rim screws of the 3-hole and 6-hole patella plates. Failure to insert screws in the recommended sequence may result in obstruction with other screws and consequently, inability to deliver a stable construct. 2. Optional cortex screw pole technique warning: if using cortex screws with a complex fracture, ensure the fragments are not secondarily displaced. Precautions: a minimum of two screws per fragment is recommended; however, if this is not possible due to fragment size, after placing a single screw an additional augmentation technique should be considered as described in section 11. Anterior to posterior directed screws should be unicortical and locking. Be sure to consider screw trajectory to avoid collision with other screws, kirschner wires or other hardware. Ensure drill bits do not protrude into the articular surface. Warning: 2.4 mm anterior-posterior locking screws may only be used in small, non-load bearing fragments. Soft tissue anchoring with suture the plate may be used as an anchor point to reapproximate soft tissue. In cases of comminution/inferior bone quality, the krakow suture or other augmentation techniques should be used. Warnings: an augmentation technique (e.g. With suture, independent lag screws) should be considered for peripheral bone fragment fixation with soft tissue approximation to ensure stability of fragments during bone and soft tissue healing. For retinaculum repair, ensure the soft tissue can be anchored without tilting the patella and affecting biomechanics of the joint. Suture should be threaded through the windows of the plate, not the va locking holes. Threads of locking holes can result in suture breakage. Suture should be placed to avoid migration and loosening. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for va lockscr ã¸2.7 he 2.4 self-tap l10 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 04.211.010ts. Lot: 234l579. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 02 oct 2023. Expiration date: (B)(6) 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: specific UDI number is unknown, therefore the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for patellar fracture on patella with the plate in question. While there was no problem with immobilization immediately after the surgery, the patient was rehabilitated from the day after the surgery with no restrictions on both rom and weight bearing. When the CT scan was taken on (B)(6) 2024, there was no problem, and when the CT scan was taken on (B)(6) 2025, re-dislocation was confirmed. The patient has no symptoms and is able to walk. Two or more screws have been placed in each bone fragment, but no periapical closure has been performed. Future treatment plans are undecided. The surgery was completed successfully with no surgical delay. No further information is available.